Event description:
During a ptca treatment procedure involving a 100% stenotic lesion in the mid-lad, the maverick balloon ruptured at 8 atm's on the first inflation. The size of the introducer sheath used and the type of inflation device used were unknown. The guidewire used was an asahi neo's miricle 3, and the guide catheter used was a brite tip. Vessel tortuosity was not a factor in this case. It is unknown whether the lesion was calcified. The patient was asymptomatic with this event. The maverick catheter was removed and discarded by the facility. The procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.